Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath of the driveline cable exhibited a small circular break at the transition of the outer sheath to connector. Servicing was performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline cable of the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site as well as on-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. Visual evidence also revealed yellowing of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.